Event description:
The customer reported air in the return line, below the return reservoir, during the apheresis and platelet plasma procedure. No clotting was observed and donor did not receive any air or medical invention. Per the customer no alarms occurred during tubing test set. Full patient (B)(6) the platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per follow up with the customer it was indicated that the leur where the ac connects to the tubing set was tight. The customer did not recall if there was air in the sample bag before or during the procedure. Ac prime was completed and no air was being drawn through the ac line. The customer indicated that everything looked normal outside the air in the return line. The run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the vacuum pressure in the draw line was disrupted shortly before the 'start draw' button was pressed. This indicates that the blue blood diversion clamp may have been opened prior to the donor being connected to the system, potentially allowing some air to enter the return line. The customer submitted one photograph in lieu of the disposable set to aid investigation. The image shows the inlet and return coils on top of the device. Blood is noted in the inlet and return lines, and shows air in the blue-striped return line. The blue clamp on the sample line is noted to be in the closed position and it can not be seen whether the white clamp is open or closed. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the reported event experienced by the customer. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported air in the return line, below the return reservoir, during the apheresis and platelet plasma procedure. No clotting was observed and donor did not receive any air or medical invention. Per the customer no alarms occurred during tubing test set. Full patient (B)(4) the platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: per follow up with the customer it was indicated that the leur where the ac connects to the tubing set was tight. The customer did not recall if there was air in the sample bag before or during the procedure. Ac prime was completed and no air was being drawn through the ac line. The customer indicated that everything looked normal outside the air in the return line. The run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the vacuum pressure in the draw line was disrupted shortly before the 'start draw' button was pressed. This indicates that the blue blood diversion clamp may have been opened prior to the donor being connected to the system, potentially allowing some air to enter the return line. The customer submitted one photograph in lieu of the disposable set to aid investigation. The image shows the inlet and return coils on top of the device. Blood is noted in the inlet and return lines, and shows air in the blue-striped return line. The blue clamp on the sample line is noted to be in the closed position and it can not be seen whether the white clamp is open or closed. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. The device history records (DHR) were reviewed for this lot.  There were no events noted in the DHR that would have contributed to the reported event experienced by the customer. Root cause: a root cause assessment was performed for this complaint. Based on the available information, a definitive root cause could not be determined, but it is likely due to one or a combination of the possible causes listed below: * a clamp malfunction where the clamp skews to the side as it is closed. * the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tube. Additional contributing factors could be related to user interface, where either the sample bag or blood diversion clamp was not closed at the system prompt, or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass.